Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited failure to capture and failure to sense. Dislodgement was confirmed via imaging. The lead was explanted and successfully replaced. There were no patient consequences.